Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unresponsive buttons. Customer's blood glucose level was unknown. Customer reported that insulin pump had crack on reservoir. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.